Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/24/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that an opened sample of product code w9415 was received for evaluation. Visual inspection of the opened sample and the swage and attachment area were noted to be as expected. The suture was received dispensed, and no defects, damage or suture breakage were noted. The product code w9415 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined. A functional test was performed usand the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one used needle/suture piece of product code w9415 was received for evaluation, the swage and attachment area was noted to be as expected, the suture piece was observed with body fluids, marks, damaged on the surface and broken due to stress applied. The product code w9415 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pmk229, and no non-conformances related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent a photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Note: events reported in 2210968-2021-03771.

Event description:
It was reported that a dog underwent a sterilization procedure in (B)(6) 2021 and suture was used. During the procedure, the suture broke. No additional information was provided.